Manufacturer narrative:
Lifescan has requested return of the subject meter for eval, but has not yet received it. If the meter is returned, lfs will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called on (B)(6) 2004 alleging high readings on the lifescan meter. The pt received reading of 100 and did not experience any symptoms at the time of testing. She stopped using the meter for six months and went to her md's appointment and was told her blood glucose was high. No info on what the reading was in the hosp or on the physician's meter. Pt was admitted to the hosp for high blood glucose. The test strips were in good condition and not expired. Test strips failed using the control solution test twice. Customer service sent the pt replacement meter and supplies. Based on the info provided, this case is being reported as a malfunction, since the test strips failed using the control solution. There is no evidence of a serious injury due to the meter, since the pt stopped using the meter for six months.